Event description:
Patient had a pseudoarthrosis with thoracolumbar hardware failure and underwent the following procedure: revision of broken hardware, quadruple rod augmentation, and extension of fusion to l5.